Event description:
As reported, during an unspecified procedure, one pigtail end of the 'filiform double pigtail ureteral stent set' cracked. The issue was discovered prior to patient contact when the physician opened and inspected the stent. The tether was removed. The procedure was completed successfully by replacing with a new set of stents. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
G4: PMA/510(k) = preamendment. H3: device evaluated by mfg = device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: b1, h1: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. Device was returned 16sep2025 and preliminary evaluation has been performed. There is damage from the side port to the end hole indicating the tether was pulled off instead of cut off. Furthermore, there is no evidence that the device caused or contributed to a serious injury or patient death. Investigation has determined the alleged malfunction corresponds with torn stent instead of broken (separated) stent, which our initial report was based on. Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death or serious injury and there is no precedence of this malfunction leading to an adverse event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.